Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided on (B)(6) 2025. The elevated bg was addressed by the customer replacing the infusion set and cartridge without requiring assistance from a third party. Customer changed cartridge and infusion set and resumed insulin to address the occlusion issues.